Event description:
Inbound. Patient reports pump alarm woke him with no disposable displayed on pump screen after cassette had been running several hours despite troubleshooting, alarm persists. Cassette changed and alarm resolved. No further details provided.